Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited out of range shock impedance measurements. The last delivered shock was the resulted in an expected value for a single-coil lead. No noise was noted on the rv channel. As a result, boston scientific technical services (ts) suspected the cause of the high measurements to be related to the patient's physiological condition. The patient will continue to be monitored appropriately. No adverse patient effects were reported.